Event description:
It was reported that the customer was admitted to the hospital for low blood glucose levels. The customer reported that the paramedics came to her house twice due to low blood glucose levels. Troubleshooting was performed. There is a crack in the pump by the edge of the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.